Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter pro duct ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6) , ubd: 02-mar-2019, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving gablofen (1750 mcg/ml at 300 mcg/day) via an implantable pump. The patient¿s medical history was a stroke resulting in weakness and spasticity which led to the baclofen pump implant. The indication for pump use was stroke and intractable spasticity. The patient reported that they had their pump replaced on the 12th of february by their pain management physician and going into the replacement, they were fine, but since the 13th, they've been experiencing severe spasticity and tightness, and they can hardlymove. The patient talked to their healthcare provider (hcp) and the hcp ordered a dye study to see if there were any kinks in the catheter, but the dye study came back fine. The patient confirmed the pump was not alarming. The patient stated they used to walk a mile per day and now they could barely walk at all. The patient asked if this was a known issue. The patient was redirected to their hcp to further address the issue. The patient mentioned they have another appointment with their managing hcp on wednesday. The agent emailed the patient physician listings per their request. Additional information was received on 06-mar-2024 from the patient who reported they were still experiencing "severe spasticity" and have an appointment this afternoon with their hcp. The patient was going to continue working with their hcp. Additional information was received on 13-mar-2024 from an hcp who reported that the new pump seemed to be working fine. The actions and interventions taken included adjusting the pump and replacing the medication in the pump. Additional information was received on 16-may-2024 from the patient and an hcp via a company representative who reported that the patient had been having an increase in spasticity since their pump replacement in february. The dose had been increased by thephysicians with no reported benefit and a dye study had been done. Csf (cerebrospinal fluid) aspirated as it should, dye was injected, and the radiologist reported intrathecal dye on myelogram. No leaks of dye were observed on x-ray. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted ¿none. Everything appeared to be functioning and intact. All the patient reported were symptoms of being more stiff since pump replaced. Patient states, ¿maybe it¿s all in my head, but things don¿t seem the same as before we changed the pump¿.¿ the patient was persistent, so a catheter revision was performed. The patient also wanted the pump replaced. There were no pump alarms, and the expected volumes were exact during refill. Although there were no real complaints by the patient¿s managing physicians because the patient was not getting the same amount of ¿looseness¿ as before the replacement in february, the pump was replaced, and the pump segment of the catheter revised at the patient¿s request. It was unknown if the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. Additional information was received on 20-may-2024 from an hcp who reported that the patient had the catheter revision done last week due to a kink.